Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set disconnected and subsequently leaked. The event was further described as during a ketamine infusion "the line was severed toward the end of the line¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to concomitant medical products, device evaluated by MFR and adverse event problem. Additional MFR narrative: the actual sample was received for evaluation. A visual inspection was performed which observed that the tubing was separated from the male luer. A dimensional test was performed and no deviation was found. Further evaluation revealed that the solvent was not applied uniformly and the insertion of the tubing was not according to specification. Functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition was due to the lack of solvent on automated tail end during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.